Manufacturer narrative:
The customer's report was not replicated. The device was subjected to full functional testing including defib testing and shock button testing that resulted in no discrepancies found. Review of the device activity log showed no evidence of a device malfunction. The log indicates that the shock button was pressed by the user before the device completed charging, causing the prompt of "release shock button". The device worked according to design and met specifications. The paddles passed all testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "release button to shock" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.